Manufacturer narrative:
The reported events of device dislodgment and difficult separation could not be confirmed. A visual inspection revealed the inner helix was deformed out of specification. No anomaly was revealed on the outer helix. The inner helix deformation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that after a successful fixation and difficult release from the delivery catheter, the right atrial (ra) leadless pacemaker (lp) dislodged from the implant position. The ra lp was retrieved to resolve the event, and the patient was in stable condition.